Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report that the needle didn't retract could not be confirmed from the representative 20ga insyte autoguard units that were received in sealed unit packaging from lot number 5247606. A visual inspection of the returned samples revealed no damage or defects. A functional test revealed that the needles fully retracted within the safety shield. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
IV needle didn't retract so the nurses on the floor pulled the whole lot.